Event description:
Zoll laboratory services contacted zoll to report that a patient developed a blister under the patch. Patient described the area as two red raised puss filled wounds . There was no alleged device malfunction contributing to the irritation. The patient's physician recommended sensitive skin patches which are not available to help with the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.